Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a cystoprostatectomy, the device failed to seal after previous successful uses. The device was reconnected to the generator and worked with no further issues. No patient injury occurred.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 06/27/2016. Date of follow-up report: 08/23/2016. One used lf4318 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on simulated tissue as well as porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records for this sample could not be performed, because the lot number was not available.